Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - a4: patient weight. B7: patient comorbidities, medications.

Event description:
On (B)(6) 2018, this patient underwent endovascular repair of an abdominal aortic aneurysm using three conformable gore® tag® thoracic endoprostheses. On (B)(6) 2019, a distal type I endoleak was identified on follow up. There was no aneurysm enlargement. The cause of the endoleak was disease progression along with ¿bird beaking¿ at the distal end of the device. The device did not take the curve of the aorta, therefore contributing to the endoleak. On (B)(6) 2019, a reintervention occurred whereby two gore® tag® thoracic endoprostheses with active control were implanted. The endoleak was resolved.